Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose rose to 600 mg/dl while wearing the pod on their abdomen between 36 and 48 hours. The patient reported that the pod adhesive was loose and the cannula had dislodged from the pod site on their abdomen. The patient did not feel well. The patient described feeling achy, nauseated, shortness of breath, and felt like they could not get up from the couch. Emergency medical services (ems) was contacted. Ems checked the patient¿s blood sugar and was starting intravenous fluids. The patient advised ems that they had a new pod in place and they had just done a bolus of 5 + units of insulin for a correction. The patient was transported by ems to the emergency room (ER) on (B)(6) 2026. The patient is currently wearing a new pod on their abdomen which a nurse helped apply. The patient stated glucose values have stabilized in the 200 mg/dl range. The healthcare provider drew blood and stated the diagnosis was not diabetic ketoacidosis but was close. The patient stated they will likely be discharged later that day and will be on multiple daily injections. The patient plans to return to op5 once everything has stabilized. The healthcare provider at the hospital administered 8 units of "normal" insulin approximately 20 minutes ago. The patient is still wearing the op5 at this time and needed help pausing insulin. The patient was assisted with pausing insulin for 2 hours and was reminded to switch back to automated mode when they are done pausing insulin. The patient called back; and stated they were discharged from the hospital. At the hospital, they made sure they had a backup method when returning home. Currently, the patient is wearing an omnipod 5 pod. The patient mentioned that in the morning at 11:04 am, they gave themself a meal bolus for lunch of 4.2 units. Their blood glucose was reported to be at 150 mg/dl. At present, the glucose levels are 234 mg/dl, and they still have 2.2 units of insulin on board. The patient had been admitted to the hospital for 1 day.